Event description:
It was reported that the customer powered on the avl monitor to perform intubation on a patient but could not use it because the video image on the monitor was distorted. There was a black screen with yellow lines. The user stated this was not the first time the issue has occurred. The anesthesiologist completed the intubation manually by sight using a non-video laryngoscope. No patient injury was reported.

Manufacturer narrative:
The caller began to troubleshoot the system by power-cycling the monitor several times. On the fourth attempt the video image was clear but then went back to being distorted the next time the monitor was rebooted. It was confirmed that the baton was firmly connected to the monitor before the monitor was powered on. There was no change to the video image when the baton cable was manipulated. The baton and monitor were both returned for trouble shooting. A replacement device was sent to the customer.